Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. Patient insertion sensor into arm, which is not an approved site. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Data was provided for investigation; however, there are no readings on the date of issue.